Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the patient's weight and details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that the ventricular assist device (vad) patient experienced a hemorrhagic cerebrovascular accident (hcva) and herniated their brain. The patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. B2 date of death corrected from (B)(6) 2021 to (B)(6) 2021. B3 date of event corrected from (B)(6) 2021 to (B)(6) 2021. H6 codes corrected to include imf code: f02. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted for altered mental status, and there was a report of a "code" at the patient's care facility and the patient received chest compressions until a pulse was felt. A computerized tomography (CT) scan of the head on presentation in the emergency room (ER) showed old ischemic changes (cystic encephalomalacia of the right basal ganglia, old lacunar infarct of the left thalamus) and no acute process. A perfusion CT scan showed occlusion of the left intracranial internal carotid artery (ica). The patient was admitted to the intensive care unit (ICU) with acute cerebrovascular accident (cva). Per neurology, the patient was not a candidate for thrombectomy due to the large area of already predicted infarct and high risk for hemorrhagic transformation. The neurologic prognosis was grim with no brainstem reflexes. The decision was made to move forward with comfort care, and the patient was confirmed brain dead via transcranial doppler imaging in collaboration with bedside apnea testing.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced a hemorrhagic cerebrovascular accident (hcva) and herniated their brain. Additional information indicated that the patient was admitted for altered mental status, and there was a report of a "code" at the patient's care facility which required chest compressions. A computerized tomography (CT) scan of the head showed old ischemic changes and no acute process, and a perfusion CT scan showed occlusion of the left intracranial internal carotid artery. Per neurology, the patient was not a candidate for thrombectomy due to the large area of already predicted infarct and high risk for hemorrhagic transformation. The neurologic prognosis was grim with no brainstem reflexes and the decision was made to move forward with comfort care; the patient was confirmed brain dead via transcranial doppler imaging in collaboration with bedside apnea testing. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.